Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported an olympus rhino-laryngo videoscope accidentally received a final flush with rapicide a instead of the validated alcohol flush during reprocessing, due to aer chemical misplacement, resulting in suspected improper reprocessing and possible chemical residue within the devices. A chemical cross-contamination may have error occurred. There was no patient injury reported.